Event description:
It was reported that one of the light heads in the ceiling-mounted surgical light system allegedly came off of the spring arm and was being held on by cables. There was no reported patient involvement and no adverse consequences reported.

Manufacturer narrative:
Through evaluation of the returned surgical light head, it was confirmed that the c-clip at the light head was missing which is why the light head separated. Upon recieving the light head, it was noticed that there was evidence of tampering with the light. Components were damaged inside the light head and the gasket did not line up properly. The device history record shows that it was manufactured to specification and after looking at the service history for this account, there is not any prior servicing event for this light head. This would indicate that the failure mode of the missing c-clip could be attriuted to the customer or someone at the customer site tampering with the light head.

Event description:
It was reported that one of the light heads in the ceiling-mounted surgical light system allegedly came off of the spring arm and was being held on by cables. There was no reported patient involvement and no adverse consequences reported.

Manufacturer narrative:
The light head was replaced at the customer account with a new light head and the one that allegedly failed was returned for evaluation. Upon evaluation, it was discovered that the circlip was missing which resulted in the light head detaching from the spring arm. It is unknown how the circlip came to be missing. There was no patient involvement and no adverse consequence reported with this event.